Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. They were performing a rewind on the device when the alarm occurred. Troubleshooting was performed. It was found that the drive support cap appeared normal. The customer did not recall pressing the cap while connected. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: the alarm during the basic occlusion test due to moisture damage on faulty sensor resistor. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.